Event description:
It was reported that the device interrogation had no diagnostics. The implant detection would not complete because the atrial port was plugged. The implant detect was manually turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.